Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided. The device investigation results will be submitted in a follow-up report. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: staples did not deploy properly; it was not forming the staples properly. There was no reported injury.

Event description:
Reported issue: staples did not deploy properly; it was not forming the staples properly. There was no reported injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with nine staples remaining in the cover block, indicating that at least 26 staples were fired by the customer. The stapler was returned with its trigger partially engaged and its first staple partially formed. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first three staples appeared to fire properly. To simulate insertion into the skin, four staples were fired into a simulated skin pad. These staples did not form properly. The stapler was disassembled, and it was confirmed to have been assembled correctly. Upon microscopic inspection, die casting anomalies were discovered on the forming tool. An nc has been opened to further investigate the issue of visistat staplers misfire/failing to function properly. The forming tool component is under investigation as part of an nc. Although a lot number was not reported, a potential lot number was found through the sales history. The potential lot number is 73l2200055. The device history review for the product visistat 35w 6/box lot# 73l2200055 investigation did not show issues related to the complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of misfire/jam-staples not forming/closing was confirmed based upon the sample received. Upon functional inspection, the staples fired into a simulated skin pad did not form properly. The sample was disassembled and die casting anomalies on the forming tool were observed. Teleflex will continue to monitor and trend on complaints of this nature.